Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output was confirmed. Ventec replaced the control board and blower to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board and blower, however, further root cause could not be determined..

Event description:
It was reported that the device needed maintenance. Upon evaluation of the device, ventec observed that it had no ventilation output. There were no reports of patient involvement associated with the reported event.